Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is not yet received.

Event description:
The event involved a plum 360¿ infuser. The reporter stated that the device beeped for a flush and there was a large air bubble that had already passed through the safety chamber into the line going to the patient; air moved past the distal air sensor and the device did not alarm/alert. The medication involved was not specified. The device was encountered there was patient involvement, but there was no harm as a consequence of this event.

Manufacturer narrative:
The device was received for evaluation. The device logs were reviewed and the reported condition can neither be confirmed nor disprove whether air passed the cassette before the pump alarmed to stop an infusion. However, if the customer¿s complaint was accurate, the most likely instances would be one of the last two infusions a) while still 11.7 ml short of the programmed volume, did at least detect air in the distal line; and (b) while still 52.3 ml short of the programmed volume, did at least detect air in the distal line. The reported event was replicated during dry-bag, high-rate infusions of 750 ml/hr. Or above (1.1% of the time) but was never replicated during dry-bag, lower rate infusions (under 750 ml/hr.). Medical has reported that good clinical practice is to program the pump for the known or closely estimated bag volume using the programmed vtbi in conjunction with air in line sensors to manage delivery of medication and prevent air being introduced into the fluid pathway. The probable cause is partial droplets forming in the air in line sensors and producing false fluid readings when the clinician significantly (by 50 ml in this instance) overprogrammed the bag volume while running the bag dry at a high infusion rate was performed to evaluate the product risk profile as a result of the complaint investigations and concluded that ¿the foreseeable risk to patients and health care providers is minimal and the benefits of the continued use of plum 360 is greater than the risks associated with this issue¿. Also noted that there are two primary mitigations currently in place: 1) the system provides redundant air detection at both proximal and distal lines which helps in case there is a stuck droplet impacting one of the sensors, the other is still available to detect air. 2) the administration set provides the capability to trap air greater than the amount required to trigger an air alarm. Which in case the air detection mechanisms do fail, it would help to remove air that entered the fluid path. An additional optional mitigation, that the air elimination filter, when added to the delivery set, successfully prevented air from being delivered to the patient.